Manufacturer narrative:
Correction on initial report: g.3 & h.11.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris pump was infusing tpn the fluid free-flowed, should have taken 24 hours to infuse completely but went in only 7 hours FDA safety report ID# (B)(4)." It was clarified that the incident occurred in the nicu with an infant patient. There were no adverse effects and the patient was discharged.

Manufacturer narrative:
Additional information on initial report: b.7, d.4 & h.4. Correction on initial report: b.5 & h.11.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris pump was infusing tpn the fluid free-flowed, should have taken 24 hours to infuse completely but went in only 7 hours FDA safety report ID# (B)(4)." It was clarified that the incident occurred in the nicu with an infant patient. There were no adverse effects and the patient was discharged.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris pump was infusing tpn the fluid free-flowed, should have taken 24 hours to infuse completely but went in only 7 hours FDA safety report ID# (B)(4)." There was no reported harm to the patient.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris pump was infusing tpn the fluid free-flowed, should have taken 24 hours to infuse completely but went in only 7 hours FDA safety report ID# (B)(4)." It was clarified that the incident occurred in the nicu with an infant patient. Customer later clarified that the neonate patient experienced hyperglycemia which required insulin boluses and insulin drip, and hyponatremia with suspected altered mental status requiring a hypertonic saline infusion.

Manufacturer narrative:
Additional information provided: d.10 & d.11. Correction: b.1, b.2 & h.1. The customer¿s stated issue of the pump module over infusing was not confirmed. Functional testing consisting of rate accuracy performed on the source pump module found the device operating in specification after the damaged sear was replaced. Although the returned pump module passed rate accuracy testing with a broken lower platen hinge, previous investigations have shown this damage can produce an over or under infusion depending on how the broken platen is seated when the door is closed. The platen date code is 05/2015. The log review found no programming errors that would explain a report of over infusion; however, the pump module was infusing for approximately 4 hours and 30 minutes during the suspected event time of 12:43:23 am on (B)(6) 2019. Multiple channel disconnect events were identified in the device logs, these were determined to be an incidental finding and will be addressed in service. The proximate cause of the customer¿s report of an over infusion is suspected to be related to damage identified with the platen. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 19aug2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 30jun2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source d.